Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas to report that the pump's display was randomly going blank; however, could still hear audible tones emitted from the pump. The patient reported when he replaced the pump's battery due to display issue he noticed there was moisture in the battery compartment. The patient stated he dried out the battery compartment and inserted the new battery and the pump would come back on for a period, but the display would randomly go blank again. At the time of troubleshooting, the patient confirmed there was no visible damage to the pump's casing and claimed the battery cap was secured to the pump and the yellow o-ring was not visible. The alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box revealed several powers on resets and replace battery alarms. The battery cap threads were found to be stripped. A test cap was used to complete investigation. There was no damage or corrosion found to the battery compartment threads. The rewind, prime and load were performed with no issues with loss of power. The pump was exercised for 24hrs at 1unit per hour basal rate with no loss of prime. All current readings and battery cap were found to be within specifications. Unrelated to the complaint, the pump case was removed and the vibrator motor pins were found to be misaligned. No defects were found with the power circuits.

Manufacturer narrative:
(B)(4): there was no patient impact associated with this complaint. On (B)(4) 2012, the patient contacted animas alleging that the pump was unable to maintain power. She reported that she woke up to the pump making beeping sounds; however, the display was blank. At the time of troubleshooting, the patient denied any visible damage to the pump casing or battery cap. The patient stated she tried 3 different battery caps but could not secure any of them tightly to the pump.